Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.